Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The suture separation and suture split/cut could not be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. It is possible there was a suture snag during plunger pull that frayed the suture leading to the separation of the frayed piece. Additionally, it appears the non-rail end identifier came off. The identifier can be removed if enough force is applied. In this case, it is possible an inadvertent pull was applied or the snag that affected the rail end also affected the non-rail; however, these cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a vessel closure of an unspecified access site using three prostyle devices related to a pulmonary vein isolation interventional procedure. Reportedly, a small clear plastic section had broken off from inside the first prostyle device. The separated piece was removed from the patient. It was also noted that the suture had split from the rail end. A visual irregularity was also noted with the black portion of the second prostyle device. Three additional prostyle devices were used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.